Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial implant in the patient's left ankle is loosening post-implantation. A custom device plan was created to replace the tibial implant; however, a removal/revision has not been conducted. No known impact or consequence to the patient. The device is still implanted in the patient. Attempts have been made and no further information has been provided.